Event description:
This is a report from a consumer in the USA of peritonitis in a female patient (born in 2009) coincident with baxter dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On 20jun2012, the care giver (cg) contacted the baxter technical service (bts) regarding assistance on the homechoice (hc) device for an unrelated issue during pd therapy. Assistance was provided and the issue was resolved over the phone. During the conversation, the cg reported the home patient (hp) has peritonitis. On (B)(6) 2012 product surveillance contacted the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn confirmed the peritonitis and stated that the patient has fully recovered (date unspecified). The pdn stated the patient was treated with an unspecified antibiotic (dose, frequency, and lot not reported). The pdn stated the cause of the peritonitis was a hole in the patient's pd catheter. The pdn did not know the brand of the catheter because, as she stated, "it was placed in the or" ( operating room). The pdn indicated that the hole was caused by normal wear over time at the location of where they bend the catheter tubing to tape it onto the patient. The pdn stated she repaired the catheter by aseptically cutting off the tubing passed the location of the hole and re-attaching the adapter (unspecified) onto the end of the tubing. The pdn stated, the patient did not need to have the catheter replaced at this time. No further information was requested. Patient injury reported: yes medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).